Event description:
During an unknown procedure, there was an error code 5: instrument. The instrument stopped working after five minutes. Second instrument used. There was no reported patient consequence.